Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Although requested, the customer declined troubleshooting and declined to provide additional information.